Event description:
It was reported that upon interrogation, the pulse generator displayed an error message. No intervention or patient symptoms were reported. The patient would be monitored. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).